Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The n2o needle valve, o2 proportioning assembly, and chain were replaced. The unit was returned to service.

Event description:
The hospital reported the unit was able to deliver a hypoxic mix of o2/n2o, during pre-use cheakout. There was no report of patient involvement.